Event description:
A (B)(6) customer tested his blood glucose using his contour usb and contour next usb meters and received a 2.2mmol/l difference between readings.depending on the actual readings, the difference between them could fall in the "c" zone of the consensus error grid, making the difference clinically significant.no adverse events were alleged.the test strips were returned for evaluaton.replacement meter and strips were sent to the customer.

Manufacturer narrative:
Model # was not provided.